Event description:
Received the questionnaire from the provider. The patient first used the device on (B)(6) 2021 30 minutes after insertion. The patient experienced swollen lips, tongue, difficulty swallowing, facial swelling, along with a strong odor. The patient discontinued the use of the device, with the reaction lasting well into the night and early morning. There was no medical intervention. However, the patient took benadryl (dose unknown). The patient has no medical or dental prior to the delivery of the device. The patient has allergies to penicillin, "some food" as well as seasonal allergies. There has been no consultation with an allergist. The current status is listed as "healthy." With regards to the device: the device was cleaned with "soap and water" prior to the delivery of the device. The patient also washed the device as the provider had instructed.

Manufacturer narrative:
Additional information provided by the provider: section a4: updated to reflect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. Section b7: updated to reflect the new information provided.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient developed swollen lips and tongue, shortly after delivery of the astron clear splint.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results according to CAPA 19-002, astron is the legal manufacturer of the device. The design control requirements described in 21 cfr part 820.30 are inherently exempted (for glidewell) since the performance of this requirement is for the manufacturer of the device which continues to be astron when the device is used following the provided instructions. Stock product reviewed results : no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results : complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; clear/milky hue. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient washed the device with soap and water prior to use. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing. All accessory materials and colors available for use in the device were tested. Clearsplint® nightguard material powder and clearsplint® nightguard material liquid were mixed in appropriate proportions of 1 part liquid to 2 parts powder per pro-012516 clearsplint manufacturing procedure and for this biocompatibility testing one drop of each dye (red or blue) was added. The findings in rpt 012574 rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."